Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during distal gastrectomy, at the fifth firing, the blade did not return to the original position. It was noted that the product itself was in a situation that the jaw was empty. There was no patient injury.